Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies multiple times to attempt to address the issue, but the occlusion reoccurred. The customer's blood glucose (bg) level rose to 540 mg/dl with 128 mg/dl in ketones. Due to this, the customer went to the emergency room, was subsequently hospitalized, and later was admitted to the intensive care unit (ICU). Prior to the hospitalization, the customer delivered a correction bolus to address bg level, and was then given intravenous insulin while at the hospital, which resolved the high bg. Customer stated they did not observe any issues with the cartridge, infusion set, or insulin prior to the hospitalization. Multiple attempts were made to obtain further information, including release date, from the customer, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.